Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with enterocele/rectocele repair and left ovarian cyst; due to vaginal vault prolapse, grade 3 enterocele, grade 3 rectocele and pelvic pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2013 due to pain, erosion, extrusion, urinary problems, bowel problems, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.